Event description:
It was reported that during an unspecified procedure, a groin injury occurred. Anatomy details are unknown. The 2cm peripheral cutting balloon was used for predilation for an unspecified number of inflations, and upon removal, the unspecified 6f sheath was cut and the patient had bleeding from the groin. Manual pressure was held to stop the bleeding, an no further patient complications were reported. The procedure was completed with this device, and patient status was completed with this device, and patient status was reported as 'ok'.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. As the lot number is unknown, a ship history was performed and potential batches of both 7.0 and 8.0mmm devices were identified. The device history records review confirms that this device met all material, assembly and performance specifications. The directions for use states to use a minimum introducer sheath of 2.33 mm (7 fr) for the identified product sizes. As the incorrect sheath size was used for this procedure, a root cause of user error has been assigned to this complaint.